Event description:
Reportedly, on this device, the right ventricular sensing deteriorated. There are several episodes of svt/st, several autothreshold failures, one episode of svt/st -> vt treated by a burst. Is the treatment appropriate? Is this episode t-wave oversensing?

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on this device, the right ventricular sensing deteriorated. There are several episodes of svt/st, several autothreshold failures, one episode of svt/st -> vt treated by a burst. Is the treatment appropriate? Is this episode t-wave oversensing?

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The review of provided data highlighted: - atp has been delivered as per specifications during ventricular bigeminy episodes detected in the slow vt zone: the ventricular rhythm is stable and dissociated from the atrial channel; the device concludes for ventricular tachycardia and applies atp. - some ventricular automatic thresholds are not performed because the test at 5 v doesn¿t capture. Therefore, the ventricular output is programmed at 6 v. Is this linked to ICD lead damage? - oversensing is visible on some rvcoil-can egm triggered by ICD lead issue? The manufacturing process shows that the subject device has been manufactured and delivered to the field following all the procedures. Recommendations: - an extra extensive follow-up is recommended to check the ICD lead and to reproduce the oversensing. - vasalva maneuvers, prayer maneuvers + real time egm to see when the noisy egm pattern occurs - impedance and threshold measurement under different positions of the patient (lying, standing, sitting) note: the ICD lead is not manufactured by microport crm. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.